Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hepatectomy procedure on (B)(6) 2018 and a suture was used. During surgery, the packaging was found to already be open. A replacement device was used. There were no adverse patient consequences reported.